Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor breast implant prosthesis. Post-operatively, the patient was diagnosed with a possibly ruptured/deflated breast implant of an undisclosed side by a medical professional. Magnetic resonance imaging was scheduled to confirm. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of event was provided to mentor as a best estimate. The type of device involved is unknown, and that the common device name and procode values are being used for submission purposes only. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 16, 2024, the mentor analysis lab received two devices, lots 5753530 and 5751781. Since the affected device was not provided, both devices were evaluated. On july 23, 2024, mentor found both devices had damage associated with wear. Therefore, another file was generated to document the contralateral event. This file has been updated with the following device identity. Lot: 5753530 serial: (B)(6). Device evaluation: mentor completed an evaluation on the returned device. Mentor conducted visual inspection of the device. Visual analysis of the returned sample revealed that the was found to have a tear on the posterior view, measuring approximately 6.3 cm. In addition, shell abrasion was noted on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 23, 2024, mentor received the following additional information. The patient underwent bilateral removal and replacement with undisclosed breast implants on (B)(6) 2024. During the surgery, a ruptured implant was confirmed. The affected side was not provided. Date of implantation: (B)(6) 2007. Date of explantation: (B)(6) 2024. Size: 350cc. Brand name: mentor memorygel breast implant. Catalog: 3503501bc. Lot: 5753530/5751781. Serial: (B)(6). As the affected side was not provided, the lot/serial numbers for both products are being provided as left implant - lot number: 5753530 / serial number: (B)(6) and right implant - lot number: 5751781 / serial number: (B)(6). The catalog numbers are the same for both devices. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for lots 5753530 and 5751781, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected rupture. Manufacturer¿s reference number: (B)(4).